Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the clip opened while locked. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade 4. An xtr clip delivery system (cds) was advanced to the mitral valve; however, the clip opened while locked when establishing final arm angle (efaa). Troubleshooting was performed, but failed. The physician proceeded to deploy the clip and it was confirmed that the clip was closed. After deployment, the clip opened to 70 degrees. Although the clip was stable on both leaflets, two additional clips were deployed to stabilize the xtr clip and further reduce mr. Three clips implanted, reducing mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Device codes: 2017 labeled. Internal file number - (B)(4). Device code 2017- failure to follow steps/instructions. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no lot specific manufacturing issue. It was reported that the clip was deployed without establishing final arm angle. It should be noted that the mitraclip system instructions for use states that establishment of final arm angle needs to be performed before proceeding to clip deployment; however, there is no indication that the user technique influenced the reported clip opening while locked. All available information was investigated and a definitive cause for the reported clip open while locked could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. This event was reviewed by an abbott vascular medial affairs director. The reviewer concluded that the static images did not provide enough information to draw a conclusion. A review of the event details suggests a potential device malfunction; however, this cannot be confirmed as the device was not returned.